Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report high blood glucose levels. The customer also reported that the meter would not show a reading. The customer's blood glucose level at the time of incident was 600 mg/dl, but was 392 mg/dl during the call. The customer's symptoms included vomiting. The customer treated with a bolus from the insulin pump. The customer performed troubleshooting and found that the drive support cap was flush. The customer was not able to complete troubleshooting due to someone coming home to bring her insulin. The customer was advised to discontinue use of the device and revert to a back-up plan. Nothing was replaced or returned.